Manufacturer narrative:
Pending evaluation. Updated with additional information. Associated with 1038671-2018-00626, 1038671-2018-00627, and 1038671-2018-00628.

Event description:
Pending revision due to knee join instability.

Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00035, 1038671-2018-00626, 1038671-2018-00627 and 1038671-2018-00628.

Manufacturer narrative:
After further review of additional information received the following sections a1, b3, b4, b5, b6, b7, g1, g3, g4, g7, h1, h2 and h6 have been updated accordingly. Section h3: the tibial insert component is not included in the scope of the risk management report (rmr). This issue is being addressed as part of a company investigation. Possible causes of joint instability are listed in the rmr. The complaint devices were not received for analysis. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaints involving parts from these manufacturing lots. The device history record for the tibial insert was reviewed, and all parts were accepted with conformance to the device specifications. Therefore, this issue does not appear to be manufacturing-related. User-related issues: per e-mail correspondence, the surgeon "expressed that the outcomes of the primary tka were suboptimal because of him and he wants to correct to provide a proper solution to this patient.". A review of the rmr was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these knee components was reviewed. The tibial insert component is not included in the scope of this rmr. This issue is being addressed as part of an investigation. Possible causes of joint instability are listed in the rmr. The pending revision reported was likely the result of ligament laxity, which led to joint instability. Per e-mail correspondence, the surgeon "expressed that the outcomes of the primary tka were suboptimal because of him and he wants to correct to provide a proper solution to this patient." The surgeon wants a specially built stem for the patient. Section h6: in a review of the labeling -specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. As part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment, not diagnosis section(s): no additional information has been provided corrected data: section b2: other serious- this patient has not been revised